Event description:
On (B)(6) 2024, rayner received notification from its brazilian distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the lens optic was observed to be damaged necessitating explantation and exchange.

Manufacturer narrative:
The reference c240464 has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be damaged. The rayone spheric rao100c was explanted and exchanged during the original surgery session without any injury/impact to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone spheric rao100c batch 102202620 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 102202620. There is insufficient evidence and information available in this case to establish the cause of the lens optic damage post injection.